Event description:
It was reported the patient was implanted the day prior and felt stimulation in the bladder area. As of the date of this report the patient was feeling stimulation in the wrong location. The patient was no longer feeling stimulation in the bladder area, but rather where the implantable neurostimulator (ins) was implanted. It was noted the patient felt stimulation in their ¿behind,¿ but it was clarified to be the ins implant site, and not the rectal area. It was unknown what brought upon the change in stimulation. It was indicated the patient has had to catheterize herself three times as of the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va09nlh, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4).